Event description:
Pt reported he thinks the infusion device delivers too low of an amount of insulin. Pt reported the following blood glucose levels and interventions: on (B)(6) 2012 at 8 am, blood glucose level was 186 mg/dl, pt administered 2.0 units of insulin via the pen; at 12 pm, pt's blood glucose level was 160 mg/dl, he ate and then administered 5.7 units of insulin via the infusion device; at 6 pm pt's blood glucose level was 178 mg/dl, pt changed the insulin cartridge and infusion set, ate and then administered 10.5 units of insulin via the infusion device; at 9 pm pt's blood glucose level was 268 mg/dl and he administered 3.5 units of insulin via the infusion device; at 10 pm his blood glucose level was 289 mg/dl and he administered 4.0 units of insulin via the infusion device; at 11 pm his blood glucose level was 385 mg/dl, on (B)(6) 2012 at 2 am, his blood glucose level was 129 mg/dl, on (B)(6) 2012 at 9 am, his blood glucose level was 186 mg/dl, pt administered 7.0 units of insulin via the infusion device and then ate; at 12 pm the pt's blood glucose level was 216 mg/dl and he administered 2.0 units of insulin via the infusion device, at 3 pm pt's blood glucose level was 215 mg/dl and he administered 2.0 units of insulin via the infusion device; at 5 pm the pt's blood glucose level was 350 mg/dl and he administered 4.0 units of insulin via the infusion device, and at 7 pm the pt's blood glucose level was 250 mg/dl. Pt's normal blood glucose range is 80-120 mg/dl. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.